Manufacturer narrative:
The lead was returned nine years after the initial clinical observations were reported and five years after the patient had passed away due to unspecified causes. The lead is being evaluated in our post market quality assurance laboratory. This product issue will be updated when analysis is complete.

Event description:
Boston scientific received information that this caller was inquiring about a longevity calculation for this device and stated that previously it had been programmed to ddd mode and is now in vvi mode. The caller also reported an atrial lead impedance of less than 100 ohms. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt in our post market quality assurance laboratory, a thorough evaluation of the returned proximal segment was performed. Visual inspection noted the lead had been severed approximately 9.2 cm from terminal pin. Resistance testing confirmed the electrical continuity of the segment. The damage to the lead was the result of the explant procedure. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.